Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0612 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "caller states his wife received powerpicc 3275335 (lot redr0612) on (B)(6) 2019. He states the purple port is not working. Heparin was instilled and now the red one is not working."